Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis (pd) reported drain complications to technical services on (B)(6) 2014. The pt canceled treatment with the cycler and was admitted to the hospital on (B)(6) 2014, due to having fluid overload. The pt was discharged from the hospital on (B)(6) 2014. Medical records have been requested.